Event description:
It was reported that the handpiece leaked an oil-like substance during a procedure. No fluid leaked into the surgical site. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon eval, severe corrosion was found internally. This evidence of corrosion could have been caused by cleaning fluid left in the handpiece due to improper cleaning or dry cycle, explaining the report of leaking.